Manufacturer narrative:
D6a. Implant date: implant estimated as implant was reported to have occurred two years ago.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman flx closure device was implanted. At a two (2) year appointment for an ablation procedure, transesophageal echocardiography (tee) revealed a thrombus on the shoulder of the closure device. The patient's anticoagulation medication was changed from eliquis to warfarin to treat the thrombus.